Event description:
Information received from the field does not address the patient's clinical status but notes that one day post implant, after the patient was discharged, the physician observed bipolar lead impedance >2500 ohms on the ECG strips. The patient was returned to the hospital and the pocket was reopened. When the ventricular lead was tugged, it fell out. The physician elected to replace the pulse generator.